Event description:
It was reported an asymptomatic patient presented in clinic for a normal follow-up. Multiple non-sustained lead noise episodes were stored. Undersensing was observed in the atrium which resulted in inappropriate atrial pacing. Reprogramming of the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.